Event description:
It was reported that the patient presented to the hospital with dizziness. Device interrogation revealed a sudden increase in the right ventricular (rv) lead capture threshold, resulting in loss of capture. During the rv lead revision procedure on (B)(6) 2025, the chronic rv lead helix could not be retracted. A new rv lead implant was attempted, however the physician had difficulty advancing the lead due to vein narrowing. The physician elected to abandon the new rv lead implant; the chronic rv lead remained implanted and programming changes was made to increase the output voltage above the threshold value. The patient was in stable condition and will be monitored.